Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient started to have rib stimulation, so an x-ray was performed which found that the lead had moved up two vertebral bodies. A surgical intervention was performed to pull the lead back down and re-anchored. The issue was resolved at the time of the report. There were no further complications reported or anticipated.